Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. The ICD was post paced t wave over sensing. The ICD was reprogrammed and patient will be monitored. Two weeks later the patient presented via merlin.net at home transmission showing non sustained lead noise due to post paced t wave over sensing on the ventricular lead. The ICD was reprogrammed and the patient had no adverse events.